Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the respiratory therapists had to struggle when trying to remove it from the suction system. It was reported that the line fits too tightly with the neonate or pediatric device closed suction system reference code 195. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter prior to use, the line fits too tightly with the neonate or pediatric device closed suction system reference code 195, causing respiratory therapists to struggle when trying to remove it from the suction system. It was not lot specific. The customer had been using the same device sampling lines for about a year, and the issue had been consistent. It was difficult to remove the adapter from the endotracheal tube (ett). The issue did not occur when using the other brand lines. There was no patient involvement.